Manufacturer narrative:
Evaluation method: electrode belt sn (B)(4) was returned to a zoll distributor. It was confirmed that the electrode belt was leaking gel which contributed to the patient's rash. The root cause of the gel leak was physical abuse. The electrode belt passed all essential incoming functionality testing which verified the ability to detect and treat a patient arrhythmia. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a rash on his back under the therapy electrodes (tes) as a result of a gel leak. The patient sought medical attention and was prescribed a cream. Follow-up indicated that the rash had healed.